Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector and flattened button dome switches. The pump was received with cracked battery tube threads, a reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a keypad anomaly on the insulin pump. The customer's blood glucose was unknown. The customer stated that when she went to the doctors in july, the buttons have been hard to push. The doctor recommended the customer get a replacement pump. The customer stated that the pump was brand new and the buttons were always hard to push. Customer was advised to discontinue use of the device and to revert to a backup plan.